Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure one farawave 31 mm was being used, but white water stains were observed on the handle. The device was replaced, and the procedure was completed without patient complications. Per gfe response the batch number is not available, and it was confirmed that the product was sealed, and the package was not damaged upon opening the device. No patient information was provided. The device is not expected to return for laboratory analysis since it was disposed.